Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd nano¿ 2nd gen pen needle, the pen would not depress and the needle broke off, leaving a hole in the rubber part of the pen. The following information was provided by the initial reporter: while doing the injection, the pen would not depress. She confirmed that there is a small portion of the needle inside of the hub. She removed the needle from the pen she saw that there was a hole in the rubber part of the pen.

Event description:
It was reported that while using the bd nano¿ 2nd gen pen needle, the pen would not depress and the needle broke off, leaving a hole in the rubber part of the pen. The following information was provided by the initial reporter: while doing the injection, the pen would not depress. She confirmed that there is a small portion of the needle inside of the hub. She removed the needle from the pen she saw that there was a hole in the rubber part of the pen.

Manufacturer narrative:
Correction: the imdrf annex b grid b14 was not included in original supplemental this is to correct the absence of the imdrf annex b grid b14 code.

Event description:
It was reported that while using the bd nano¿ 2nd gen pen needle, the pen would not depress and the needle broke off, leaving a hole in the rubber part of the pen. The following information was provided by the initial reporter: while doing the injection, the pen would not depress. She confirmed that there is a small portion of the needle inside of the hub. She removed the needle from the pen she saw that there was a hole in the rubber part of the pen.

Manufacturer narrative:
Additional information: d.10. Device available for eval?: yes. Returned to manufacturer on: 19-may-2022. H.6 investigation summary: customer returned a single used 4mm, 32 gauge nano pro pen needle. No lot identification was provided to determine the lot number from the numbers reported. The pen needle was visually inspected prior to testing. The pen needle was found to have a broken needle on the non-patient side of the hub¿s needle cannula. Based on the damage present, the needle breaking may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. The cannula is intended to pierce the septum of the pen. It was noted that the pen needle could be easily attached to a test pen. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta found that the pen needle had become broken on the non-patient side. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause of the needle breaking appears to be accidental damage from stresses caused by the user during routine use.